Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0fcr2, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0fcr2, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that patient had been trying the various programs and she just switched to the 4th program. It was reported that it was not working because patient sensed stimulation in her buttocks area, rather than her vaginal area, like her previous implant. It was later reported that the patient had a loss of therapeutic effect following the replacement of her previous implant, and the symptoms had a sudden onset right after the replacement. The patient had the replacement device for six weeks and she had met with a manufacturer representative twice but the device had ¿not worked¿ and had been painful. The patient¿s symptoms were bad, she didn¿t have much urinary control, and she was really concerned and kind of upset. The patient¿s program was customized last week and it stopped the pain but her problems had gotten worse. The patient was a small-framed person and the new lead was protruding. The patient noted that a manufacturer representative thought the lead needed to be surgically implanted further down into the body, the implantable neurostimulator (ins) had moved, and the surgery needed to be redone. If the patient didn¿t get any symptom relief in two weeks, the surgery would be redone again. The patient stated that the manufacturer representative said that sometimes this would occur and the lead would have to be rerouted, implanted deeper, and they wanted to make sure it was correct. The manufacturer representative noted that it may be an issue with the patient¿s weight, but the patient was within 5-10 pounds of her original implanting weight. Therapy had worked for the patient for four years but she was now having so many complications, and wanted to know if what she was experiencing could happen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# va0fcr2, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported the lead, which was implanted on the right, was not working as well for the patient even though it was in s3. Therapeutically it helped, but not as much as the previous lead placement (prior system). The lead was replaced and the patient felt the programs vaginally.